Event description:
On (B)(6) 2015, the staff at the pmda contacted our affiliate in (B)(6) to report that they received medical claim from an eye care professional (ecp) as follows: a patient (pt) wearing acuvue2 define contact lenses (cl) consulted the ecp due to pain and redness od on (B)(6) 2015. The diagnosis is corneal erosion od. Event date: (B)(6) 2015. The pt was prescribed marromel ophthalmic solution 6 times a day. The pt was also instructed to stop cl wear. The affiliate in (B)(6) reporting ecp was contacted for additional information. On (B)(6) 2015 our affiliate in (B)(6) received additional information from the pmda as follows: ¿diagnosis: corneal erosion and corneal infiltration od.¿ on (B)(6) 2015 the ¿pt consulted the ecp because of pain, redness, discharge, and tearing od from (B)(6) 2015.¿ the ¿ecp gave the pt a referral letter and instructed the pt to consult his/her ophthalmologist within days.¿ on (B)(6) 2015 the affiliate sent an e-mail to the sales representative requesting additional information from the reporting ecp. On (B)(6) 2015 it was reported to our affiliate in (B)(6) that the ecp advised the sales representative that he/she refused to provide additional information. No additional information is expected. The lot number is unknown and availability for product return for evaluation is unknown. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
(B)(4).